Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported that the navigation system was left on at the log-in screen over the weekend prior to this use. Synergy cranial was launched only prior to the case beginning. Software investigation has not been completed at the time of this report.

Event description:
A medtronic representative reported that, while in a cranial procedure, synergy cranial exited to the blue screen after merging two intra-operative exams from the navigate task. The exit occurred when 'done' was selected after verifying the merge. There were four exams included in the merge total. The system was re-booted to re-start the application, the exams remained merged and the procedure continued. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.